Event description:
The customer reported five (5) false positive results with the ID now covid-19 assay performed on various dates involving multiple lot numbers. This MFR. Report addresses test two (2) of five (5), which was performed on(B)(6)2023. The total quantity of false positive results occurring with each lot was not provided. The test was performed with the nipro sponge swab on a nasopharyngeal sample. The customer reported that additional testing via lumipulse antigen quantification method was performed on 2 patients on an unknown date, which generated negative results respectively. But the customer was not able to confirm on what date they performed these tests. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Additional information: b5 this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. D4: the customer reported three lot numbers m765065, m764026 and m765093, but only two lot numbers m765065 and m765093 were valid. Since we are not certain of which lot number was performed on what day see below for lot information. Information for lot number: m765065 expiration date: 27aug2024 manufactured date: 31jul2023 UDI: (B)(4) information for lot number: m765093 expiration date: 27aug2024 manufactured date: 31jul2023 UDI: (B)(4) investigation results for lot number m765093 testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m765093 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m765093 and test base part number 192-430 / lot m765093. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot m765093 showed that the complaint rate is (B)(4) investigaton results for lot number m765065 testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m765065 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m765065 and test base part number 192-430 / lot m765065. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot m765065 showed that the complaint rate is (B)(4). H3 other text : single-use, device discarded.

Manufacturer narrative:
Additional information: b5 this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. D4: the customer reported three lot numbers m765065, m764026 and m765093, but only two lot numbers m765065 and m765093 were valid. Since we are not certain of which lot number was performed on what day see below for lot information. Information for lot number: m765065 expiration date: 27aug2024 manufactured date: 31jul2023 UDI: (B)(4). Information for lot number: m765093 expiration date: 27aug2024 manufactured date: 31jul2023 UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.single-use, device discarded.

Event description:
The customer reported five (5) false positive results with the ID now covid-19 assay performed on various dates involving multiple lot numbers. This MFR. Report addresses test two (2) of five (5), which was performed on (B)(6) 2023. The total quantity of false positive results occurring with each lot was not provided. The test was performed with the nipro sponge swab on a nasopharyngeal sample. The customer reported that additional testing via lumipulse antigen quantification method was performed on 2 patients on an unknown date, which generated negative results respectively. But the customer was not able to confirm on what date they performed these tests. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. D4: the customer reported three lot numbers m765065, m764026 and m765093, but only two lot numbers m765065 and m765093 were valid. Since we are not certain of which lot number was performed on what day see below for lot information. Information for lot number: m765065 expiration date: 27aug2024 manufactured date: 31jul2023 UDI: (B)(4) information for lot number: m765093 expiration date: 27aug2024 manufactured date: 31jul2023 UDI: (B)(4) the remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single-use, device discarded.

Event description:
The customer reported five (5) false positive results with the ID now covid-19 assay performed on various dates involving multiple lot numbers. This MFR. Report addresses test two (2) of five (5), which was performed on (B)(6)2023. The total quantity of false positive results occurring with each lot was not provided. The test was performed with the nipro sponge swab on a nasopharyngeal sample. It is currently unknown if repeat or confirmatory testing was performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.